Event description:
Caller reports, the following discrepant results obtained during a study: patient 1 obtained results of 4.1 inr on coaguchek s system 1 and 2.8 inr on the coaguchek xs system. Patient 2 obtained results of 4.1 inr on coaguchek s system 2 and 2.8 inr on the coaguchek xs system. Patient 3 obtained results of 1.8 inr on coaguchek s system 2 and 2.6 inr on the coaguchek xs system. Coumadin was held for the 2nd patient and reduced for the 3rd patient due to device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system.